Event description:
Additional information reported stated that the lead was also abraded at the suture sleeve area.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in pacing inhibition. The lead was explanted and replaced. No patient symptoms were reported.